Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal can not be used because it can not get out of delivery system. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g-4, g-7, h-2 h-3, h-6, h-10. Corrected sections: e-1, h-6 device codes. E-1: corrected initial reporter, event site name, event site address, event site city, and event site email to blank. H-6; corrected device codes from "activation problem 4042" to "fitting problem 2183." Trackwise #: (B)(4). The device was returned to the factory for evaluation. Photographs were provided by the account. An investigation was conducted on 10/02/2019. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device. The seal and tension spring assembly was visible in the loading device window. The white plunger was not depressed and the blue slide lock was not engaged on the delivery device. The delivery device was removed from the loading device, and the seal and tension spring assembly remained in the loading device. No visible defects were observed on the seal or tension spring assembly. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 in., the outer diameter was measured at 0.215in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure "fitting problem" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal can not be used because it can not get out of delivery system. A replacement device was used to complete the procedure. The hospital did not report any patient effects.